Manufacturer narrative:
Additional device implanted: (B) (4)/pxt261414.

Event description:
On (B) (6), 2010, the pt underwent repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis was implanted with no problems; however, sheath access was lost and cannulation was not possible. An unplanned aui was performed using an additional gore excluder aaa endoprosthesis. During the procedure, it was noted that the pt had an infection. On (B) (6), 2010, the devices were explanted due to a mycotic infection. The devices were discarded. The pt tolerated the procedure.